Event description:
After nine years of successful use, this pt was unable to hear with cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specs, the device will be explanted and replaced. The surgery, however, has not yet been scheduled.